Manufacturer narrative:
(B)(4). The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed unexpected battery power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The pump was received with cracked select button keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump has been beeping indicated that the battery was dead but it was not. Customer will take the battery cap off and put it back on and started working. Customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.